Manufacturer narrative:
On (B)(6) 2011, the device was tested per quality control procedures by a kci field service employee and the unit passed qc checks and met specs. On (B)(6) 2011, the device was received in kci quality engineering for eval. Inspection, testing and eval of the device did not reveal any evidence of an operational malfunction or defect with the device. The device functioned as intended.

Event description:
The following was reported to kci by the pt: on (B)(6) 2011, v.a.c. Therapy was initiated. The pt has a breast wound that was the size of a pencil measuring 2.5 x 1cm due to radiation therapy. The pt was on v.a.c. Therapy for 10 days. On (B)(6) 2011, v.a.c. Therapy was discontinued due to a wound infection. On (B)(6) 2011, received add'l info from the wound care center nurse who reported that on (B)(6) 2011, the pt was seen at the doctor's office. It was noted at that time that the pt had discharge, odor, and a slight fever. Once the pt was seen in the office the doctor admitted the pt to the hospital on the same day. On (B)(6) 2011, the pt was discharged from the hospital on oral antibiotics. The wound stayed opened and was no longer infected.